Event description:
Information received from the field notes that during implant, the patient was in atrial flutter and the physician chose to cardiovert the patient. Immediately following cardioversion, the device exhibited no output and the patient was in sinus rhythm at 40 bpm. After several minutes, the pacemaker appeared to "turn back on". Measured data revealed normal values. The device will be monitored.